Manufacturer narrative:
The personality module video acquisition (pmva) was returned for analysis and errors 48100 and 48101 were confirmed and replicated. No issues were found during visual inspection related to the event. Error logs showed errors 48100 and 48101 occurred in the field indicating the component leaf fault on the pmva. The pmva was installed onto a golden system where the errors 48100 and 48101 were triggered indicating fault on the leaf, replicating the reported event. Then the golden system was set to run a video test, 10 minutes sine cycle, 10 power cycles & sitting idle for hour. Once testing was completed, the system error logs was inspected and the verified the vol board to be the source of the fault. Root cause is attributed to the vol board component on the pmva. The isi core was installed and tested into a golden system where the component functioned as expected. The system started up and failed with error 48100 and 48101 node on the pmav. Leaf 4 was not seen on the gemini laptop app. Vol2 on pmav had failed. Aba testing was also done with the pmav test fixture, and the system started up without any error. The system ran for 50 power cycles with this part and passed. The isi core remained on the test system for hours, in normal operation, it performs without any error. The 2nd personality module auxiliary video (pmav) was returned for failure analysis and the reported errors 48100, 48101 were confirmed and replicated. In system logs, the errors 48100, 48101 were found indicating leaf 4 of the pmav fault, confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The pmav was installed onto a golden system where the video issue was triggered indicating fault on the vol 2, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once testing was completed, the system error logs was inspected, and the verified leaf 4 was the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core, personality module auxiliary video (pmav), and the personality module video acquisition (pmva). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error 48100 occurred. The procedure was completed as planned. It is unknown at this time if the error was resolved, and the procedure could be completed using the same system.